Manufacturer narrative:
This complaint is confirmed and a lot check has been requested. Follow-up submitted to report device evaluation. Updated date of report submission date and report device evaluation results. Updated device return date, awareness date and report type and follow-up number. Updated follow-up type, device evaluation status and method, result and conclusion codes.

Event description:
Per complaint (B)(4), the prosthetic would not disengage from the implant prior to insertion. There was no adverse patient impact as a result of this event.